Event description:
During the follow up of the pacemaker involved in this MDR report on (B)(4) 2010, some real time tests were performed (smartview tests) were performed and saved, but a wrong date was displayed on the programmer screen ((B)(4)). However, the date was correct on the printed test report.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.